Event description:
It was reported the pump shut off mid case. It was rebooted but the same event occurred. It was replaced and the case was completed with no patient impact.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The grinding noise on both motors is noisy. The inflow motor measure 84 db, and the outflow motor measures 82 db. This is not attributed to a manufacturing defect. However, this is attributed to normal wear-out, since the unit has been in service for 72 months.